Event description:
It was reported that the patient received a vibratory notifier for non-sustained rv oversensing. X-ray showed lead dislodgement. Twiddler¿s syndrome was suspected. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable following the produce and will be followed normally.

Manufacturer narrative:
(B)(4).